Event description:
A report was received that a pt had a pocket revision. The pt was reported to have lost a large amount of weight, requiring the physician to reposition the ipg. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.